Manufacturer narrative:
The indigo system aspiration catheter 6 (cat6) was kinked in approximately 46.0, 47.0, 48.0, 48.5, 78.5, 79.0, 82.0, 83.5 and 84.0 cm from hub. Evaluation of the returned device confirmed that it was kinked in multiple locations throughout its length. This damage likely occurred due to forceful manipulation of the cat6 against resistance. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal vein using an indigo system aspiration catheter 6 (cat6). During the procedure, while advancing the cat6 through a non-penumbra sheath and aspirating thrombus, the physician experienced resistance, and the cat6 subsequently became kinked in multiple places outside of the patient¿s body. The physician then continued to use the cat6 to remove thrombus; however, the kinked cat6 was unable to removed all of the thrombus. Therefore, the kinked cat6 was removed and the procedure was completed using a non-penumbra catheter. The physician did not use a rotating hemostasis valve (rhv) during the procedure; however, a cross cut valve was used. There was no report of an adverse effect to the patient.